Event description:
A home pt reported she noted a leak in the drain bag of the ultra set during the drain phase of treatment. The home pt reported she noted her effluent to be cloudy. Rn reported home pt was diagnosed with peritonitis on 6/23/98. Per rn, home pt is being treated with 25 mg vancomycin per bag, 12 mg gentamicin per bag, 250 mg ceftazidime and cypro 2x daily. Rn does not attribute the leak in the home pt's ultra set to the cause of the peritonitis. Per rn, the home pt has had peritonitis on and off for the past 6 months.